Event description:
Abbott diabetes care (adc) received a medwatch report detailing the following information: a customer reported that "the libre 3 plus blood glucose sensors are dangerously unreliable and inaccurate. I have experienced multiple false high blood glucose readings, which can lead to serious and potentially life-threatening situations if a user administers insulin when their blood sugar is not actually elevated. Additionally, the sensors consistently display '--' errors whenever blood glucose levels change rapidly, even when the actual blood glucose remains stable. I confirm that these inaccuracies are not due to user error, as they can be verified with a fingerstick meter." It is unknown whether the customer noted a trend arrow on the device. No patient consequences were reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The reported product is not expected to be returned as the customer declined to return the device. In the absence of a returned product, an investigation has been performed. Refer to cause investigation and conclusion. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The reported product is not expected to be returned as the customer indicated product could not be returned due to [the customer declined to return the device]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report detailing the following information: a customer reported that "the libre 3 plus blood glucose sensors are dangerously unreliable and inaccurate. I have experienced multiple false high blood glucose readings, which can lead to serious and potentially life-threatening situations if a user administers insulin when their blood sugar is not actually elevated. Additionally, the sensors consistently display '--' errors whenever blood glucose levels change rapidly, even when the actual blood glucose remains stable. I confirm that these inaccuracies are not due to user error, as they can be verified with a fingerstick meter." It is unknown whether the customer noted a trend arrow on the device. No patient consequences were reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report detailing the following information: a customer reported that "the libre 3 plus blood glucose sensors are dangerously unreliable and inaccurate. I have experienced multiple false high blood glucose readings, which can lead to serious and potentially life-threatening situations if a user administers insulin when their blood sugar is not actually elevated. Additionally, the sensors consistently display '--' errors whenever blood glucose levels change rapidly, even when the actual blood glucose remains stable. I confirm that these inaccuracies are not due to user error, as they can be verified with a fingerstick meter." It is unknown whether the customer noted a trend arrow on the device. No patient consequences were reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.